Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4). The pump was received with cracked battery tube threads near the belt clip rail, and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 06-jun-2023 in the pump history file (primary svn (B)(6)). (B)(6) 2023 22:16:18.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 22:16:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 22:17:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 22:18:05.000 batteryremoved (55) (B)(6) 2023 22:18:05.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 22:18:28.000 batteryinserted (44) (B)(6) 2023 22:18:28.000 alarmalertnotification (40) faultnumber: failedbatttest (58)- the battery inserted on a battery change does not have sufficient voltage (B)(6) 2023 22:18:39.000 batteryremoved (55) (B)(6) 2023 22:18:40.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 22:18:52.000 batteryinserted (44) (B)(6) 2023 22:18:52.000 alarmalertnotification (40) faultnumber: failedbatttest (58) - the battery inserted on a battery change does not have sufficient voltage (B)(6) 2023 22:19:10.000 batteryremoved (55) (B)(6) 2023 22:19:10.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 22:21:17.000 batteryinserted (44) (B)(6) 2023 22:21:58.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 22:24:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 7:32:00 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for failed batt/battery failed alarm. However, the test battery was removed and reinsert with no failed battery test alarm noted. Nodelivery (7) not confirmed. Failedbatttest (58) not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 05-jun-2023 in the pump history file (svn (B)(6)). (B)(6) 2023 22:16:18.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 22:16:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 22:17:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 22:18:05.000 batteryremoved (55) (B)(6) 2023 22:18:05.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 22:18:28.000 batteryinserted (44) (B)(6) 2023 22:18:28.000 alarmalertnotification (40) faultnumber: failedbatttest (58) - the battery inserted on a battery change does not have sufficient voltage (B)(6) 2023 22:18:39.000 batteryremoved (55) (B)(6) 2023 22:18:40.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 22:18:52.000 batteryinserted (44) (B)(6) 2023 22:18:52.000 alarmalertnotification (40) faultnumber: failedbatttest (58) - the battery inserted on a battery change does not have sufficient voltage. (B)(6) 2023 22:19:10.000 batteryremoved (55) (B)(6) 2023 22:19:10.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 22:21:17.000 batteryinserted (44) (B)(6) 2023 22:21:58.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 22:24:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 7:32:00 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for failed batt/battery failed alarm. However, the test battery was removed and reinsert with no failed battery test alarm noted. Nodelivery (7) not confirmed. Failedbatttest (58) not confirmed. The pump passed the functional testing. Unable to confirm alleged dka. Cosmetic damage was confirmed at the back of the pump. Battery cap damage unknown. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and also reports a crack on the pump, back part side of the clip underneath the battery cap. The customer was admitted to the hospital and also reported diabetic ketoacidosis and experienced symptoms such as confusion feeling sick, headache, and altered vision/ vision changes. Troubleshooting was performed and it was unknown whether the customer used the insulin pump within 48 hours of the episode. It was also unknown whether the auto mode feature was inactive at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.